Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited noise. The noise was not reproducible in clinic. Programming changes were made. The patient was in stable condition and will continue to be monitored.